Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated magnesium (mg) result on two patients generated on the architect analyzer. The results provided were: on (B)(6) 2020 sid: (B)(6); initial = 8.05mg/dl (1.6-2.6mg/dl) / retested on different analyzer = 1.93mg dl. On (B)(6) 2020 another patient's initial = 2.4mg/dl / retest on same analyzer = >9.0mg/dl / retest on different analyzer = 2.5mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service representative performed multiple troubleshooting tasks including the replacement and cleaning/adjusting of multiple parts, which resolved the issue. Return testing was not completed as returns were not available. A review of the architect c8000, serial number (B)(6), service history found no contributing factors on or around the date of the complaint. The architect system operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem including troubleshooting instructions following error codes. Furthermore, the operations manual includes detailed instructions for the proper maintenance of the analyzer and addresses troubleshooting of discrepant sample results, including dirty cuvettes, debris accumulating on the reaction carousel around the cuvettes, damaged cuvettes, dirty dry tips or misaligned probes & pipettors. A review of historical data revealed no trends, systemic issues, or nonconformances associated with architect c8000 system. A product monitoring review of the architect c platforms found no similar issues as described in this complaint. Based on the investigation, no systemic issue or deficiency of the architect c8000 analyzer, sn (B)(6), was identified.